Manufacturer narrative:
Visual examination of the returned used device, item smi-02n, found the needle bent and broken off at the tip. The broken piece was not returned. This type of damage is suspect of excessive force used on the product, due to the needle being broken off at the tip. A two-year review of complaint history shows a total of 13 reports with a quantity of 13 units related to this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; avoid lateral stresses to the instrument or device function may be compromised. Do not use, if parts are broken, cracked or worn or device function may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the smi-02n, broke during a rotator cuff surgery. This was reported with no patient injury. Additional information stated that there was a 60 minute delay in surgery. The tip of the needle broke off into the patient's rotator cuff and was retrieved using graspers, biters and the use c-arm. The procedure was completed as planned and no other devices were necessary. Based on the decision tree results and provided information, this will be reported as a device malfunction.